Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not appear in the station. The technical support specialist investigated the issue and found that the patient was initially admitted to ed. (B)(6) and moved back and forth between ed. (B)(6) and (B)(6) main before being discharged from ed. (B)(6). The order was active for only one minute, but a remove transaction occurred outside the order's active window, which is cause the medication had to be pulled using an override. The tss confirmed that no further issues have been reported. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient not showing in station. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.